Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 year and 17 days post tavr procedure for a 26mm sapien valve, the patient is being evaluated for thv in thv due to regurgitation.

Event description:
It was initially reported by the field clinical specialist (fcs) that approximately 7 year and 17 days post tavr procedure for a 26mm sapien valve, the patient is being evaluated for thv in thv due to regurgitation. Upon medical records review, approximately 7 year and 17 days post tavr procedure for a 26mm sapien valve, the patient underwent a thv in thv due to the anterior leaflet appearing to be abnormally opening possibly due to the canted position resulting in severe aortic regurgitation and moderate aortic stenosis.

Manufacturer narrative:
Correction to b5 and h6 due to additional information received. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by based on the medical records review. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.